Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "microbubbles seen in bloodline. There was no reported patient harm or consequence."

Event description:
It was reported that: "microbubbles seen in bloodline. There was no reported patient harm or consequence."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.